Event description:
It was reported on march 12, that a novasure procedure was performed several years ago (6-7 years ago) and the patient is experiencing bleeding once more. After the procedure the entire cavity did not appear to be fully ablated and it appeared that the endocervical canal had been partially ablated. The patient did not receive any additional treatment at the time and was in good condition post-procedure. The patient did not experience any reported adverse effects after the procedure. No additional information available.

Manufacturer narrative:
Device identifier: (B)(6). D4: lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.